Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a frozen screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'screen freeze' could not be reproduced during evaluation. A review of the event history log was completed. The reported condition was not verified. The evaluator was able to run successfully and load set for one hour without discrepancy. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.